Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with an elevated blood glucose (bg) and ketone levels that were identified as life threatening; cause and bg level was unknown. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged 1 day later, (B)(6) 2023 with the issue resolved and no permanent damage. Customer reverted to an alternate method of insulin. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.